Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Device evaluation and results: only the outer blister with its tyvek lid was returned for review. The tyvek lid had been completely peeled off. One of the four side flanges of the outer blister has completely fractured off and is still attached to the tyvek lid. There is evidence of a full seal of the outer blister. This type of damage is typically when the unit carton would have been dropped from a height and falling on its side, however as the unit carton was not returned, this cannot be confirmed. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the visual inspection of the returned blister, this type of damage is typically when the unit carton would have been dropped from a height and falling on its side, however as the unit carton was not returned, this cannot be confirmed. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that when a nurse opened the product box, she noticed the broken outer blister pack. The inner pack had no damage therefore the component was used.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that when a nurse opened the product box, she noticed the broken outer blister pack. The inner pack had no damage therefore the component was used.